Manufacturer narrative:
Summary of evaluation: evaluation results suggest that the event was attributed to repeated sterilizations and instrument overload. Corrective action has already been implemented.

Event description:
Targeting device broke in proximal area. The pt did not experience any adverse consequence.